Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. A description of the entire procedure will follow after interview of the surgeon. The device was in use as a camera port at the umbilicus. Upon extraction, after the procedure was completed, scrub tech noticed that a 1.0625" fragment of the end of the trocar was missing. Search of the or floor failed to locate the fragment. The surgeon assumes the fragment is in the pt. Or time was extended 45 minutes. Laparoscopic re-exam of pt's abdomen was negative. The hospital ordered two computerized axial tomography scans to attempt to locate before the pt was discharged.